Manufacturer narrative:
(B)(4). Trocar sleeve difficult to remove. Conclusion: the product upon which this medwatch is based, has been received, however, the product eval is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent a surgical procedure on (B)(6) 2011, and a drain was used. The blue cap on the drain would not come off during surgery. Additional information was requested.